Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 10sep2019. Multiple follow ups soliciting additional information were unsuccessful. No parts were replaced. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Customer reported failing test 4 during performance verification / accuracy test. Customer reported maximum pressure was 55 cmh2o. No patient involvement reported.